Manufacturer narrative:
An eval of the device cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Maude event report, (B)(4): (B)(6) 2011: "leg gives out when walking. Pain all the time. Sore to the touch."